Manufacturer narrative:
Lot# 168707. No manufacturing issues were found for this lot number. The returned plate did not exhibit ring damage for the implanted screw, and appeared normal. The root cause of the event is not determined.

Event description:
It is reported that while inserting the last screw on a plate the surgeon noticed the screw wasn't going below the ring. The surgeon tried redirecting the screw two times and the medial part of the ring in the hole was still not able to be seen. The surgeon was unsure if the ring was present and therefore decided to remove the plate. The surgeon saw that there was a ring but the ring was wedged/jammed and there was no give. New plate same size was implanted. No adverse consequences to the patient reported. Additionally, while removing the screw to remove the plate, the tip of the revision driver broke. All broken fragments were retrieved and the tip of the driver remains in the screw. The driver has been used several times.¿

Event description:
It is reported that while inserting the last screw on a plate the surgeon noticed the screw wasn't going below the ring. The surgeon tried redirecting the screw two times and the medial part of the ring in the hole was still not able to be seen. The surgeon was unsure if the ring was present and therefore decided to remove the plate. The surgeon saw that there was a ring but the ring was wedged/jammed and there was no give. New plate same size was implanted. No adverse consequences to the patient reported. Additionally, while removing the screw to remove the plate, the tip of the revision driver broke. All broken fragments were retrieved and the tip of the driver remains in the screw. The driver has been used several times.¿